Event description:
It was reported electrodes 7 and 15 on each lead had low, out of range, impedance values. The patient had just been implanted with a neurostimulator to treat pain. The device was successfully reprogrammed avoiding the contacts with the short circuit.

Manufacturer narrative:
.